Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer consumed glucose gels and gatorade to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.